Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead was unable to be implanted. The lead was not used. The patient was stable in condition.

Manufacturer narrative:
The reported event was on the left ventricular lead that was unable to be implanted. Analysis found that a complete lead was returned in one piece measuring 86.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured within specification.